Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a follow-up. Upon interrogation, high capture threshold was noted on the left ventricular (lv) lead. A chest x-ray revealed that the lv lead was pulled back. The lead was repositioned on (B)(6) 2020. The patient was in stable condition.